Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 51mg/dl and a loss of consciousness; cause was unknown. Customer required assistance from partner and paramedics to treat bg level via glucose gel and consumption of carbohydrates. The customer declined to provide additional information to tandem technical support.